Event description:
It was reported that the biorci ha screw broke during insertion in the tibia tunnel during the surgery.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.